Manufacturer narrative:
Investigation is complete. No material defect was found during analysis. However, since there has been a previous report received with the same product where this malfunction resulted in a serious injury it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Returned plugger is actually broken in the middle of the active part into a depth mark. No material defect was found during analysis of the rupture pattern. No unused device is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event, it was reported that a machtou plugger separated; the broken piece has been retrieved. Treatment is complete.